Event description:
A nurse reports post-operative inflammation experienced by 7 pts following cataract surgery within a six week period. The facility performed an internal investigation and made several adjustments to their care practices (not just cleaning & sterilization), and since have not had add'l cases to report. No specific pt info has been provided. The doctor requested that all of their handpieces under warranty be replaced as a precautionary measure.

Manufacturer narrative:
Determination of root cause: assessment: four handpieces were returned and evaluated. All handpieces were visually examined and the aspiration line was not clogged and no external damages were found. The handpieces were successfully tuned and performed within product specifications. No non-conformances were noted. Conclusion: based on the results of the investigation a root cause determination could not be identified. This report mailed in to FDA on: 06/21/2007.